Event description:
Kofler, markus, et al. The impact of intrathecal baclofen on gastrointestinal function brain injury, 2002, vol 16, no 9 825-836. Case 2: on the sixth day of itb treatment, the pt's condition deteriorated with vegetative derangement, profuse sweating, tachypnoea, tachycardia. Clinical examination revealed a paralytic ileus with marked faecal impaction and meteorism in ileum and colon. Surgical intervention was not required, and the pt continued with itb therapy.